Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc1 device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 (solid tone) was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instruments is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error "each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that, during a lap nissen procedure, halfway into the procedure, there was a failure in the harmonic, and there was a solid tone on the machine signaling the harmonic does not work. The product was readjusted and retested, and it still did not work. Another shears was placed onto the lead, and everything worked well for the rest of the case. No pt consequence.